Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
An implant card received on (B)(4) 2013 indicated that this vns patient underwent generator revision on (B)(6) 2013. The device has not been returned to date.

Event description:
Additional information was received that patient was experiencing an increase in seizure below pre-vns baseline and that the magnet was no longer aborting seizures. The patient was seen on (B)(6) 2013 and ifi=yes was noted. Previous diagnostics were available from (B)(6) 2012. Additional follow-up showed that system diagnostics were within normal limits on (B)(6) 2013. The doctor stated that the seizure increase is not above the pre-vns baseline and was only an increase in one seizure type. Per the patient's mother, the magnet was not working like it used to: the patient has responded to previous magnet activations. The physician believed that the battery life of the vns is contributing to this. Surgery is likely but has not taken place.

Event description:
Clinic notes dated (B)(6) 2013 indicated that this vns patient was admitted with sepsis on (B)(6) 2013. There was an increase in seizures associated with the sepsis. The patient was intubated. The patient's device was an ifi condition. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.